Manufacturer narrative:
The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. One sample was received for the evaluation. Visual and functional inspection was performed. Upon evaluation, a leaking between the bag and the tubing line was noticed because the bag is not correctly sealed. The root cause could be found related to manufacturing/production process. No formal investigation action is required at this time.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device presented leakage at the union of the tubing and the bag. This event occurred during priming. Patient was not involved, therefore there was no patient injury, medical intervention, or adverse reaction is associated with this event.